Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump was exposed to moisture when they jumped into the swimming pool which resulted in blank display anomaly. Customer¿s insulin pump beeped and they placed the device in a bag of rice.